Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual examination of the entire device identified no issues. The balloon was examined microscopically and a pinhole burst was identified over the distal edge of the distal markerband. An examination of the distal markerband identified no issues which could potentially have contributed to the pinhole. The device was attached to an inflation device and during an attempt to inflate the balloon, liquid leaked out through the pinhole site in the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A non-bsc introducer sheath was introduced into the vascular access. Following the insertion of a 0.35 non-bsc guide wire, a 3.0-40, 80 wanda balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 8 atmospheres on a 10 second duration. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.